Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 410 mg/dl at the time of the incident. The customer reported that the insulin pump kept asking them to calibrate. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer reported that the insulin pump kept asking them to calibrate. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.